Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system will not boot up. Upon troubleshooting, the philips field service engineer (fse) visited onsite, did functional testing and found that following the generator run the previous night, the ups, pdu (power distribution unit), and host pc required a reset. To resolve the issue, fse reset the ups, pdu, and host pc. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.